Manufacturer narrative:
Additional suspect devices component involved in the event: model#: sc-8336-50, serial #: (B)(4). Description: coveredge 32, 50 cm 4x8 surgical lead the explanted devices were not returned to bsn. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient had an infection at the incision site. Symptoms of redness and drainage were noted. The physician believed that the infection was not device related and did not suspect anything from the recent procedure that would have contributed to the infection. It was believed that the infection was acquired in the hospital. The patient had bowel obstruction and was sent to emergency room(ER). The incisions were not healed due to all the movements and other non-device related surgeries. The patient was placed on antibiotics. The patient underwent an explant procedure. No device malfunction suspected.